Event description:
Report received from the USA stating that the device had a "cut in the cord" discovered during an ear, nose and throat (ent) procedure. There was no delay in surgery. A spare device, another eplus-fp, was available for use. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
H3: the device has not been received by anspach. If add'l info is received, a supplemental report will be sent.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).